Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a vitrectomy surgery with an ophthalmic operating console, the laser cutting out and displayed a system message. The surgery was completed by resetting laser. There was no harm to the patient.

Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The system messages (sm) [no laser footswitch connected] and sm [laser controller footswitch disconnected while firing] were noted in the event log. The company service representative disassembled the laser module and cleaned the corrosion between laser ports, and cover plate. Both ports were then found to be operating within specification. The company service representative traced the fault to the nonconforming laser footswitch cable, and replaced it. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming laser footswitch cable. It cannot be determined how this component became nonconforming. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).